Event description:
The surgeon inserted an aq2017v silicone three-piece lens, but the haptic tore. The lens was cut into pieces to remove. There was no pt injury, no enlarged incision or sutures. The reporter stated it was unk as to why the haptic tore.